Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: viper universal poly driver (part: 279734000, lot: mi66713) was returned and received at us cq. Upon visual inspection at cq, it is observed that the distal tip of the device has completely broken off. No other defects were identified. The received condition was consistent with the complaint condition thus the complaint is confirmed. Dimensional inspection: since distal tip has completely broken off, shaft diameter just proximal to breakage was measured and found to be conforming per relevant drawing. Document/ specification review: the relevant drawings were reviewed during the investigation: investigation conclusion: the overall complaint was confirmed for the received viper universal poly driver (part # 279734000 / lot # mi66713) as the distal tip of the device has completely broken off. However, no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi66713 was released in a single batch. Batch1: lot units were released on 18 jul 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during posterior spinal fusion surgery while placing the pedicle screws on patients left side at l4, the surgeon broke the tip of two drivers. Fragments were generated and easily removed. There was a surgical delay of ten (10) minutes. There were no patient consequences. The procedure was successfully completed by removing the broken tips and having new drivers in the set. This report is for one (1) viper system polyaxial screw driver t20. This is report 2 of 2 for complaint (B)(4).